Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported that oil leaked from the ultrasonic probe during eto (ethylene oxide) sterilization. The issue occurred during reprocessing. No patient harm was associated with the event. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The endoscopy support specialist was on site to perform a radial probe reprocessing and infection control in-service for the staff and observed the person on the attendance sheet performing manual cleaning and preparing the probe for (ethylene oxide) sterilization. The customer was provided infection control information referenced in the user manual and reprocessing manual. The customer used a non-olympus eto sterilization company to sterilize their radial probes. It is recommended that the customer contact the manufacturer of that equipment for proper use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.